Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been receiving no delivery alarms. Customer stated that he was in the hospital and had a diabetic toe-related issue. Customer stated that his blood glucose was over 500 mg/dl. Customer already did a set change and was receiving his bolus without any issues. Customer was advised to speak with his health care professional. Customer was in the hospital for an infection that was due to the cut in his toe. Customer stated that the diabetes did not help it but it was not related to his pump. Customer stated that he also had blood poisoning and had a few high blood glucose readings this month. Customer stated that he had receiving no delivery alarms. Customer went to fill the reservoir and never came back to the phone.